Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called and reported receiving a motor error on the insulin pump during bolus. The customer then changed the infusion set and received another motor error alarm. Customer's blood glucose was over 300 mg/dl. Customer treated with a syringe. The insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. Customer stated they were able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.